Event description:
It is reported that a customer experienced symptoms of high blood glucose. The customer's blood glucose level was 227 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and the insulin pump passed all test functions. However, the cannula was found to be bent. The custom will have their infusion set replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.